Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. On september 9, 2009 sr. Medical surveillance specialist spoke with the patient to obtain and verify information. For two weeks, the patient obtained blood glucose readings that were high compared to his expected values. The date of report at 1:00 pm, the patient obtained the blood glucose readings of 396 mg/dl, 385 g/dl and 316 mg/dl on the reported meter. At that time the patient was reportedly experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the patient took an extra fourteen units of insulin. Approximately two hours later, the patient claimed he 'crashed' and almost passed out. While symptomatic, the patient tested his blood glucose level using the reported meter, and obtained a reading of 52 mg/dl. The patient administered self-treatment with oral glucose tablets, and felt better afterwards. He did not seek any medical attention. The patient takes novolog insulin on a sliding scale, and tests his blood glucose levels three times per day. The patient noted he had left his test strips in a hot car several times, which can cause inaccurate readings. Troubleshooting revealed the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient reported to have suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on elevated meter readings, and received treatment with oral glucose to alleviate his symptoms. Therefore, this complaint is being reported.